Event description:
It was reported in a journal article that this patient was referred for outpatient device implantation for symptomatic junctional bradycardia. A dual chamber boston scientific generator was implanted with active fixation leads secured in the right atrial appendage and right ventricular septum. The patient reported some transient postural dizziness. Post-implant device check, it was noted low amplitude and oversensing on the right ventricular (rv) lead. Then an x-ray was performed, the right ventricular lead has displaced from the ventricular septum and was freely moving within the right ventricle, close to the tricuspid valve. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0112 and impact code f2203. Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The lead was not returned for analysis; therefore, a technical analysis could not be performed.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported during the review literature, the patient was referred for outpatient device implantation for symptomatic junctional bradycardia. A dual chamber boston scientific generator was implanted with active fixation leads secured in the right atrial appendage and right ventricular septum. Post-implant check checked, it was noted low amplitude and oversensing on the right ventricular (rv) lead. Then an x-ray was performed, the right ventricular lead has displaced from the ventricular septum and was freely moving within the right ventricle, close to the tricuspid valve. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.